Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer stated her readings are too high / erratic. Customer believes that her bolus insulin is properly being delivered. However, customer does not believe her basal rate is delivering properly. No adverse event reported. No material requested for investigation as customer agreed to proceed in troubleshooting with different infusion sets.